Event description:
The customer reported out of range normal control solution results with test strips. On 10/21/96 he opened the second bottle from a box of fifty and obtained a control solution result of 201 mg/dl versus a normal control solution range of 120-180 mg/dl. The customer called the co customer support line and, was unable to perform a control solution test with the representative, because he was at work and the solution was at home. The customer stated a check strip test was performed, and the result was 84 versus a check strip range of 70-96. He stated the first bottle performed accurately. The customer removed the desiccant upon initial opening of the bottle. The customer stores the test strips in the pantry closet.